Event description:
The reporter stated that reporter did meter to hcp meter comparison tests, within 5 minutes. The reading on reporter's meter was 112 mg/dl, and reporter's dr's meter (type unknown) was 266 mg/dl. The reporter checks reporter's confirmation dot for enough blood, and stated that reporter had run a control solution test on reporter's strips. The test was satisfactory, but reporter did not provide numbers. No harm was alleged.